Event description:
The customer reported a red x was displayed, the unit would not stop beeping, and the etco2 was intermittently disappearing. There was no reported ot involvement.

Manufacturer narrative:
(B)(4). The customer reported a red x was displayed, the unit would not stop beeping, and the etco2 was intermittently disappearing. There was no reported ot involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.